Event description:
Healthcare professional reported left side " sudden onset of pain and swelling left breast" and capsular contracture baker grade IV. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, flat creases, and white particles on the shell. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is no issues found related with the manufacturing process. Additional, changed, and/or corrected data: a.4; g.1; h.3; h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, swelling and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side " sudden onset of pain and swelling left breast" and capsular contracture baker grade IV. Device was explanted.